Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient's system was explanted iat an unknown date. The reason for the explant is unknown. There is no additional information at this time.